Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2016. It was also reported that the customer went into the hospital late friday night due to diabetes complications. No details were provided. The customer's body was discovered in the bathtub. The caller stated that it appeared that the customer had suffered a low blood glucose and fell while in the shower. It's believed that the customer drowned in the tub. The death certificate is not yet available. The caller did not know the customer's blood glucose at the time of death. The caller was unsure whether the customer was wearing the insulin pump at the time of death or not. The caller stated that they believe the customer was wearing the insulin pump up until the shower time. The caller was unable to confirm which insulin pump was in use or where the device is.